Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I troponin result generated on an alinity I processing module for one patient. Sid (B)(6) initial result = 233.5 pg/ml, repeat result = <5.1 pg/ml. The customer ran repeatability on this sample 6 times, all results were <5.1 pg/ml. The prescriber sent another tube to check: sid (B)(6) initial result = <5.1 pg/ml, repeat results = 5.5 pg/ml, 5.5 pg/ml, 5.6 pg/ml, 5.9 pg/ml, and 5.2 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
Service inspected the instrument to address message code 3424 (r1) pipettor aspiration error, 3215 pipettor pressure detection system error (r1) at location (outer reagent bottle) in position (5) of the reagent carousel and 5007 (r2 z) servomotor error (2). The r1 and r2 alinity pipettor probes were replaced due to the observance of bubbles. Part replacement for the r1 and r2 probes resolved the issue. The module function was verified with a control/precision run. A review of the instrument¿s service history did not identify any contributing factors nor subsequent issues. A review of the alinity I product monitoring review scorecard found no trends with regards to the complaint issue. A review of historical data for the alinity pipettor probes did not identify any non-conformances, potential non-conformances, or trends. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I processing module, ai20695, was identified.

Manufacturer narrative:
G3 date received by mfg on the initial report was incorrectly entered as 2021-01-12. The correct date is 2022-01-12.